Event description:
A complaint was received with regards to a 31" (79 cm) 15 drop admin set, bulk non-sterile that experienced particulate matter in the fluid path. This is report 3 of 3. It was reported that this is an ongoing in relation to the infusion set with glue residue inside the drop chamber. The customer noticed that the issue hasn't been resolved and they are still seeing an upward trend in the sis. It was also noted that some of the lines they see are after it gets fully assembled. A sample picture was provided showing the residue inside the drip chamber. It was noted that this is an on-going issue since 2023. There was no patient involvement, no human harm and no delay in therapy.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. D4 and h4, expiration date, and manufacture date are unknown since this is not a finished good. D4, g4: model number is not sold in the us but similar device is sold under model b30232. This product was used for product code and 501k. Investigation summary (B)(4) photographs were provided by the customer that show unknown residuals on the chamber walls. Received (B)(4) used list# b30232-ns drop admin sets. As received residuals on the chamber walls. Inspection under uv light confirmed the residue to be errant solvent. The complaint of infusion set with glue residue inside the drip chamber can be confirmed. The probable cause is due to a solvent application error in costa rica. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.